Event description:
Info rec'd indicates the caster will lock and hold in brake but continues to rotate if pushed.

Manufacturer narrative:
The technician found the caster was worn. He replaced the left head caster to repair the bed.